Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on a test system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. An additional observation not reported that is not related to the customer reported complaint: the instrument was found to have a damaged teflon pad of the clamp arm. There was missing material as a result. Root cause of this failure is attributed to mishandling / misuse. A system log review cannot be performed because the system logs are not available at this time. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the harmonic ace instrument was recognized, energized, and moved in and out. However; it would not rotate. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However; as of the date of this report, no further details have been received.